Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. On (B)(6) 2023, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Line 1 is under file (B)(4). Line 3 will be rejected, opened and never used. The site number has not been provided, an email has been sent. See transaction history.